Event description:
Reporter alleged the blood glucose monitoring device generated a result of 700 mg/dl which is outside the reading range of the device. Reporter stated being unsure if the result was obtained and when looking in the meter memory being unable to find the value. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.